Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 415 mg/dl which was treated by insulin pen. Insulin pump received no delivery alarm and due to that customer was off to insulin pump before 48 hours of reported event. Customer performed all troubleshooting for insulin flow block alarm. Device will not be returned for analysis.